Manufacturer narrative:
Diagnostic/functional testing was performed at a authorized repair facility. Results of functional testing confirmed that the device was producing a speaker inop error. The tests also indicate that the speaker produced distorted sound. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone # (B)(6). Reporter phone# (B)(6).

Event description:
It was reported that the device is producing a speaker malfunction inop message. It was not confirmed if the device was producing sound. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the device is producing a speaker malfunction inop message and it was confirmed that the device was producing distorted sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.